Event description:
On 23-jul-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On 28-jul-2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection, hospitalization and amputation were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. Multiple unsuccessful attempts were made to obtain additional clinical information. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Manufacturer narrative:
Additional information for v.a.c.® simplace¿ dressing lot number 7666884v007: expiration date : 31-jan-2023 ; unique identifier (UDI) # : (B)(4), device manufacture date : 18-feb-2020. Based on information provided, it cannot be determined that the alleged infection, hospitalization and amputation were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The nurse noted they are uncertain if the device caused or contributed to the event due to offloading issues and missed appointments. Multiple unsuccessful attempts were made to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 04-sep-2020, the following information was reported by the family member: on (B)(6) 2020, the patient was admitted to the hospital allegedly due to wound infection. On 14-sep-2020, the following information was reported by the family member: the patient allegedly underwent a leg amputation and is in critical condition in the hospital. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued. On 18-sep-2020, the following information was reported to kci by the nurse: the patient underwent a leg amputation and patient received antibiotic therapy. The nurse could not determine if the activ.a.c.¿ ion progress¿ remote therapy monitoring system caused or contributed to the event. The patient reportedly had off loading issues, missed appointments, and declined an alternate option tcc (total contact cast) the patient's condition has subsequently resolved. A device history review of the v.a.c.® simplace¿ dressing determined that all end release testing of product and packaging met specifications. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.